Manufacturer narrative:
Device identifiers are not available. MFR reference #: (B)(4). Submitted to FDA on 8/12/2016.

Event description:
Clinical follow-up was requested and on 8/12/2016 the physician provided the following additional event details. The cataract procedure was completed without complications followed by the istent implantation which was also uneventful. The hyphema required surgical intervention including a ppv (vitrectomy) and ac washout el/afx on (B)(6) 2016. The vitreous hemorrhage resulted in decreased vision. The vitreous hemorrhage was treated by vitrectomy and the patient was referred to a retina specialist. The physician reported that the possible etiology of the vitreous hemorrhage and hyphema was that the patient remained on their xarelto prior to surgery. The patient's current status and prognosis was reported to be doing great. The hyphema has resolved, vision is improving, there is no pain, the retina is flat and good iop control.

Manufacturer narrative:
The device remains implanted in the patient and is not available for evaluation. Device identifiers are not available. Hyphema and vitreous hemorrhage are identified in the device labeling as known inherent risks of glaucoma stent surgery. (B)(4).

Event description:
The physician who manages the patient's postoperatively for the surgeon reported that an istent patient presented postoperatively with severe hyphema and vitreous hemorrhage requiring an anterior chamber washout. The physician reported that the patient looked fine on post-operative day 1. The patient was taking an anticoagulant pre-operatively and post-operatively. The physician provided the following additional information to glaukos on (B)(6) 2016. The patient presented with postoperative hyphema on post-operative day 5 and vitreous hemorrhage on post-operative day 12 involving the right eye. Both eyes received pciol and istents. There were no complications reported with the left eye. The physician conferred with the glaukos medical monitor who reported that the post-operative hyphema and vitreous hemorrhage required surgery. The glaukos medical monitor also reviewed the possible bleeding origins and the pros and cons of discontinuing anticoagulants pre-operatively. Additional follow up has been requested.